Event description:
The consumer reported two (2) false positive result with the binax now covid-19 antigen self-test otc performed on an unknown date. This MFR. Report addresses two (2) of two (2) test results. The customer reported a false positive result with the binaxnow covid-19 antigen self-test otc assay performed on an unknown date. Confirmation testing was performed at a healthcare providers that same day, on an unknown sample and generated a negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please referenced MFR. Report # 1221359-2022-03002.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.